Event description:
During the esophagogastroduodenoscopy (egd), a cook instinct endoscopic hemoclip was used to clip an esophageal bleed. Once at the clipping site, the clip attached to the tissue but would not release from the deployment device. The clip was ripped off the site, which resulted in a piece of tissue being pulled off along with the closed clip. Clips made by another company were used to finish the originally intended procedure and to repair additional bleeding that occurred when the closed clip was pulled off the tissue. A section of the device did not remain inside the pt's body. Other than the placement of additional clips, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to the occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and found that the drive wire was not visible in the catheter component indicating the hook has broken at the distal end of the device wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore, all the pieces of the device are accounted for. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.